Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The reported issue has been confirmed during evaluation of the provided problem description. Service report and device logs were not available for further analysis. It was found that replacement of air gas module is required. Defective part was not returned for further analysis, therefore the root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/27/2014. Corrected manufacture date: 03/31/2014.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).